Manufacturer narrative:
Correction report adverse event or product problem: the initial report was sent erronsouly as a adverse. Event and product problem. Upon additional review the reported event was determined not be malfunction or serious injury reportable. Event: updated to reflect additional information. Relevant tests/laboratory data: updated to reflect an additional labaratory test. Type of reportable event: serious injury was de-selected.

Event description:
It was reported that the patient experienced intense pain one day after they were canalized in the right leg. The access was checked and the catheter was found to be broken. The clinician noted the tip stayed in the vein causing inflammation. The doctor ordered an echograph and xray as a result. No additional adverse patient effects. It was further reported that the patient had a soft tissue ultra sound, venous doppler x-ray, and there was "no evidence of a foreign body or alterations or changes.

Event description:
It was reported that the patient experienced intense pain one day after they were canalized in the right leg. The access was checked and the catheter was found to be broken. The clinician noted the tip stayed in the vein causing inflammation. The doctor ordered an echograph and xray as a result. No additional adverse patient effects.